Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the seal disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.